Event description:
On (B)(6) 2013, ms. (B)(6) of the cardiac assist clinical support staff reported concerns about an escort controller that had reported cases of pump stopping, requiring manual restart by the operator. The pump did restart in every case, including when the controller was swapped out to allow evaluation of the unit. No patient harm has been reported. This controller is also near the end of its pm cycle, with scheduled evaluation and pm due this month. After controller was changed out, the case proceeded with no further compilations. Tandem-heart system discontinued and removed on (B)(6) 2013, with no complications.

Manufacturer narrative:
The controller was received by the manufacturer on (B)(4) 2013 for analysis. The pump in the reported event was also requested for return, but was discarded by the facility and was not available for analysis. The controller data log was reviewed and confirmed reports of pump stops requiring a manual restart, as well as indications of the controller switching from primary to secondary motor controllers. After cleaning and decontamination, the controller was visually inspected. No signs of damage to the enclosure or external connectors were noted. The controller was connected to a know good pump and allowed to operate for 4 days on the primary motor controller circuit. During these 4 days, the pump ran continuously and no switch-over between primary and secondary occurred. The controller was then switched to secondary and allowed to operate the pump for 2 days. The pump ran continuously on a secondary during this time. To date, investigation has been unable to identify a root cause of the incident reported on the complaint. The suspect controller operated a known good pump with no issues for 6 days and efforts to date to reproduce the condition on the controller have been unsuccessful. The pump, which also could have contributed to this issue, was not made available for evaluation.